Event description:
It was reported that when the guide wire was removed from the package and dispenser, the tip coil was stretched and wavy. Reportedly, the device was not used in the pt. Investigation of the device revealed that tip was separated.